Event description:
Customer reported the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter. System operates as intended.